Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 5577659 (sn: (B)(4)).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation procedure with two 175cc mentor smooth round moderate profile saline breast prostheses, experienced deflation on an unspecified side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Although the location of the deflation was not identified, the following serial numbers were provided: left (B)(4) and right (B)(4).

Manufacturer narrative:
On 10/13/2019, mentor became aware that the deflation was diagnosed via ultrasound. Manufacturer¿s reference number: (B)(4).